Event description:
Additinal information from the hcp reports the patient was experiencing increased pain. A sideport myelogram was done and reported as okay, the pump was refilled and at the next visit, none of the medication had been delivered. After the replacement surgery, the patient is reported to have recovered without sequela.

Event description:
The hcp reported the patient had been experiencing a loss of efficacy. On 02/01/2006, more drug was extracted from the pump than should have been there. A dye study and rotor study were done. The results were not reported. The pump was explanted after an implant duration of 25 months due to not delivering medication. It was replaced and returned to the manufacturer for analysis.